Event description:
It was reported that the holster refuses the sampling when it is in the breast. Error code l3002 was received. There is no other info available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: physical damaged upper and lower case replaced, unit calibrated, fastening material exchanged, translational cable replaced and mechanical upgrade performed. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.